Manufacturer narrative:
All operating currents are within specification. No unexpected low battery, off no power alarms, or blank display noted. Back light functioned properly. Intermittent button response noted during testing due to corroded keypad traces. No ramping numbers noted. Unit received with scratched lcd window and missing end cap sticker note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons were not responding, it was reported that numbers were scrolling on display screen. It was also reported that insulin pump was switching on and off and backlight was not functioning. Customer's blood glucose was 12.8 mmol/l. Insulin pump will be replaced.